Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (resume error, critical error found) alarm occurred on the homechoice during priming in peritoneal dialysis. The alarm was cleared by power cycling the power on the homechoice. The set and bags were replaced. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.